Event description:
It was reported that "it was unable to pace during use. Therefore the customer discontinued using the catheter." No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found that a short condition occurred in the y-adaptor between the proximal and distal electrodes. No open or short conditions in the leadwires between the distal y-adaptor and the electrodes were identified. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body was observed. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. The catheter was cut down proximally of both electrodes and base of the y-adaptor. The lead wire was exposed for continuity testing. Balloon inflation testing was performed using the returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Upon review of the complaint, the following information was found to be inadvertently left out. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.